Manufacturer narrative:
Concomitant products: 5076-58, lead, implanted: (B)(6) 2006.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds and failure to capture. The lead was initially reprogrammed, and subsequently, capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.